Event description:
As reported by the field, during an emergent coil embolization at the vertebral artery (va), a guiding catheter (fubuki), a microcatheter (prowler select plus) and an enterprise2 4mmx23mm no tip intracranial neurovascular stent (enc402300, 7014928) were placed and coiling was scheduled via another unspecified microcatheter (mc). A guidewire (shyncro select) and the microcatheter were delivered to the distal aneurysm to implant the stent. There was no problems until the enterprise2 4mmx23mm was delivered. However, there was resistance felt during deployment and the enterprise2 slid off together with the microcatheter. After that, the complaint device was attempted to be re-sheathed but was unable to be inserted into the sheath. Re-sheathing was impossible. The complaint device was replaced with another device (different lot number) and the replacement device was implanted. After that, nine coils were implanted, and the procedure was completed. There was no negative impact on the patient. A continuous flush was done.

Manufacturer narrative:
Product complaint #: (B)(4). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received further clarified that the microcatheter within the complaint stent slid off from the target site. There were no deployment difficulties. There were no procedural delays due to the event. There was no alleged product malfunctions with the prowler select mc. Complaint conclusion: as reported by the field, during an emergent coil embolization at the vertebral artery (va), a guiding catheter (fubuki), a microcatheter (prowler select plus) and an enterprise2 4mmx23mm no tip intracranial neurovascular stent (enc402300, 7014928) were placed and coiling was scheduled via another unspecified microcatheter (mc). A guidewire (shyncro select) and the microcatheter were delivered to the distal aneurysm to implant the stent. There was no problems until the enterprise2 4mmx23mm was delivered. However, there was resistance felt during deployment and the enterprise2 slid off together with the microcatheter. After that, the complaint device was attempted to be re-sheathed but was unable to be inserted into the sheath. Re-sheathing was impossible. The complaint device was replaced with another device (different lot number) and the replacement device was implanted. After that, nine coils were implanted, and the procedure was completed. There was no negative impact on the patient. A continuous flush was done. Additional information received further clarified that the microcatheter within the complaint stent slid off from the target site. There were no deployment difficulties. There were no procedural delays due to the event. There was no alleged product malfunctions with the prowler select mc. The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The inability to recapture stent is a known potential procedural complication associated with the enterprise 2 vrd. Of note, the device was being used off-label. According to the instructions for use (IFU), the enterprise stent is intended for use with occlusive devices in the treatment of intracranial aneurysms. Per the event description, the device was being used in the vertebral artery. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.